Manufacturer narrative:
Follow-up #1 date of submission 08/21/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/26/2013 with the following findings: the pump exercised for 24 hours. The battery was removed and the pump was left without power for 1 hours; when pump powered on it had returned to default time and date. All other settings maintained when pump powered on. The display is dim; the letters have a red hue. Setting the contrast to the highest setting did not improve the display. When a test display screen was used the display functioned properly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump was not retaining settings when the batteries were changed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.